Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("heavy abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pills from 1989 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("severe and persistent abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pain ("physical pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and pain outcome was unknown, the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain and abdominal pain lower was resolving and the weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, pain, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added, historical drug, essure removal date, events (abnormal bleeding (general), dysmenorrhea (cramping), fatigue, weight gain, chronic pelvic pain uterine bleeding, severe and persistent abdominal pain) were added.case category changed from invalid to valid due to addition of new events.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in both fallopian tubes and extending into the uterine copra are silver metallic coiled"), pelvic pain ("chronic pelvic pain / pain severe and persistent / pelvic pain"), genital haemorrhage ("abnormal bleeding / heavy bleeding") and uterine haemorrhage ("heavy abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included correction hammer toe in november 2008, neuroma in november 2008, meniscus tear (left knee arthroscopic surgery.) In 2006, chronic tonsillitis, tonsillectomy, menometrorrhagia and grand multiparity. Gynecology ultrasound report: the endometrium lining measures 1.1 cm. Both ovaries are normal. No cyst. No pelvic free fluid. Transvaginal, transabdominal scan: uterus: size: l-79mm position: anteverted endometrium: 8mm, ovaries: left: appears normal l-20mm right: appears normal l-22mm. Essure coils were noted bilaterally at the interstitial portion of fallopian tubes. Previously administered products included for prevent pregnancy: birth control pills from 1989 to october 2009. Concomitant products included hydrochlorothiazide;triamterene (triamterene & hctz) from 1990 to 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("severe and presistent abdominal pain") and abdominal distension ("gastrointestinal or digestive system condition - type: abdominal bloating") and was found to have weight increased ("weight gain / weight gain/loss (specify which one)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pain ("physical pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with cystoscopy and total hysterectomy and bilateral salpingectomy with cystoscopy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pain and menorrhagia outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, weight increased, abdominal pain and abdominal distension had resolved and the genital haemorrhage, vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion (B)(6) 2009 and (B)(6) 2009. Right fallopian tube- 4 coils. Left tubal ostia- 3 coils. Patient had done endometrial biopsy for vaginal bleeding, menorrhagia and abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2013: negative.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, vaginal hemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received: events: embedded device, menorrhagia, abdominal distension were added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Lab data were added. Reporter causality comments were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in both fallopian tubes and extending into the uterine copra are silver metallic coiled'), pelvic pain ('chronic pelvic pain / pain severe and persistent / pelvic pain'), genital haemorrhage ('abnormal bleeding / heavy bleeding') and uterine haemorrhage ('heavy abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included correction hammer toe in (B)(6) 2008, neuroma in (B)(6) 2008, meniscus tear (left knee arthroscopic surgery.) In 2006, chronic tonsillitis, tonsillectomy, menometrorrhagia and grand multiparity. Gynecology ultrasound report: the endometrium lining measures 1.1 cm. Both ovaries are normal. No cyst. No pelvic free fluid. Transvaginal, transabdominal scan: uterus: size: l-79mm. Position: anteverted. Endometrium: 8mm. Ovaries: left: appears normal l-20mm. Right: appears normal l-22mm. Essure coils were noted bilaterally at the interstitial portion of fallopian tubes. Previously administered products included for prevent pregnancy: birth control pills from 1989 to october 2009. Concomitant products included hydrochlorothiazide;triamterene (triamterene & hctz) from 1990 to 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("severe and persistent abdominal pain") and abdominal distension ("gastrointestinal or digestive system condition - type: abdominal bloating/ bloated") and was found to have weight increased ("weight gain / weight gain/loss (specify which one)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pain ("physical pain"), abdominal pain lower ("cramping"), coital bleeding ("bleeding during sex"), back pain ("burning lower back pain"), diarrhoea ("diarrhea") and flank pain ("pain in my both sides") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with cystoscopy and total hysterectomy and bilateral salpingectomy with cystoscopy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pain, menorrhagia, uterine leiomyoma, coital bleeding, back pain, diarrhoea and flank pain outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, weight increased, abdominal pain and abdominal distension had resolved and the genital haemorrhage, vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, coital bleeding, diarrhoea, dysmenorrhoea, embedded device, fatigue, flank pain, genital haemorrhage, menorrhagia, pain, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion (B)(6) 2009. Right fallopian tube- 4 coils. Left tubal ostia- 3 coils. Patient had done endometrial biopsy for vaginal bleeding, menorrhagia and abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, vaginal hemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: uterine leiomyoma, coital bleeding, diarrhoea, pain in my both sides, burning lower back pain, bleeding during sex. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new events ¿fibroid, bleeding during sex, diarrhoea, flank pain, back pain, coital bleeding" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.